Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device locks up. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker discovered the issue during evaluation of the device. The device was archived and the customer received a replacement device.

Manufacturer narrative:
The faulty device was further evaluated by a stryker product assessment center technician. The technician verified the reported issue, and also found that the device did not shock during testing. Root cause was determined to be a disconnected white wire connector of the hv capacitor j18. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device locks up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.